Event description:
It was reported the patient presented for initial procedure. During implant, the left ventricular lead exhibited high pacing impedance, and elevated capture thresholds. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray assessments were normal with no anomalies found.